Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) via healthcare professional (hcp). It was reported that it was unknown when the patient started experiencing the pump eroding through the skin. It was reported that the surgeon called the rep on (B)(6) 2017 to book the replacement for (B)(6) 2017. It was reported that the cause of the pump eroding through the skin was not determined. It was reported that the pump erosion through the skin had been resolved: pump was replaced on the opposite side of the abdomen. It was reported that the result of the specimen culture was unknown. No further complications were reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the result of the specimen culture was not infected. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving gablofen (baclofen), concentration 500 mcg/ml at a dose/frequency of 55 mcg/ml via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient's pump had eroded through the skin. It was reported that surgical intervention occurred: the pump was completely explanted and would not be returned as the customer discarded it. It was reported that the surgeon was going to wash out and replace with a 20cc pump from the manufacturer. It was reported that specimens were to be sent for culture. The reporter was unsure if infected. It was reported that the patient was afebrile. It was reported that the replacement pump was placed on the opposite side of the abdomen. There were no reported environmental, external or patient factors that may have led or contributed to the issue. There were no reported diagnostics or troubleshooting performed. It was reported as unknown whether the issue was resolved at the time of this report. It was reported that the patient status at the time of this report was "alive - no injury." No further complications were reported.